Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed during prime. Customer's blood glucose was 230 mg/dl. Customer was unable to rewind the device. The device was not dropped or bumped prior to alarm. The drive support cap was protruded and customer has not pressed it in. The device also had physical damage; the plastic in the battery compartment was falling apart. The device did fall from the bed. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.